Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring 130 ohms. Technical services recommended to continue to monitor and once impedance reach 150 ohms, may want to consider a commanded shock to determine the true impedance. The rv lead remains in service. No adverse patient effects were reported.